Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed the report of superficial driveline damage; however, a specific cause for the damage could not be conclusively determined through this evaluation. It was reported that the patient¿s driveline and battery wires were extremely frayed, and tape made up most of the driveline. The account indicated that the patient does not use a bag and instead places the batteries in their pockets, causing twisting. The submitted photographs captured a portion of the patient¿s external driveline. A section of the outer jacket was missing slightly distal to the patient¿s driveline exit site. Multiple pieces of rescue tape were observed covering the majority of the external driveline. Additionally, the submitted photographs captured damage to the driveline controller connector bend relief. The submitted driveline x-ray captured an internal portion of the patient¿s driveline; however, driveline wire compromise could not be confirmed via the submitted image. The submitted log files were reviewed. The log files collectively contained events from 30nov2023 through 15dec2023, per the timestamps. No notable pump-related events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-08820 and related MFR# 2916596-2024-00032. It was reported that the patient had been having power cable disconnect alarms since (B)(6) 2023, despite having both power sources connected. No ventricular assist device (vad) off alarms were seen on interrogation. The patient's driveline and battery wires were extremely frayed and tape made up most of the patient's driveline. The patient did not use a bag, and instead placed their batteries in their pockets, causing more twisting of cords. Log files captured several odd power cable disconnect alarms throughout the event history starting 30nov2023. There did not appear to be any issues with the driveline. The patient's system controller was exchanged on (B)(6) 2023, but the patient continued to have power cable disconnect alarms overnight. Additional log files captured a few power cable disconnect alarms the morning after the controller exchange that did not appear to be associated with a power exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.